Event description:
It was reported that the asymptomatic patient presented in clinic when high capture thresholds were observed. The device was reprogrammed to unipolar configuration. Patient monitoring will continue.